Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event was confirmed via log file analysis. The mobile power unit (mpu) (serial number: (B)(6) was not returned for analysis; however, a log file (20210622) was submitted for review with events spanning approximately 3 days (B)(6) 2021 ¿ (B)(6) 2021 per timestamp). A no external power event involving no external power alarms, low voltage hazard alarms and power cable disconnect alarms was active on (B)(6) 2021 at 02:09:44 to 02:09:53. These alarms occurred while connected to the mpu and appear to be due to a loss of ac power. The backup battery provided power to the system during these events. The alarms cleared shortly after activating and pump operation was not affected. Another no external power event that was associated with no external power alarms, low voltage hazard, and power cable disconnect alarms was active on (B)(6) 2021 at 04:15:12 to 04:15:19. This alarm occurred while connected to the mpu and appears to be caused by a loss of a/c power. The no external power alarms activated due the voltage across both cables simultaneously decreasing to ~0.0v in approximately 5 seconds. The backup battery provided power to the system during these events. The alarms cleared once power was restored. Pump operation was not affected. There were no other notable alarms. Additional information provided on 07jul2021 stated that the mobile power unit (mpu) has the v-lock connector on the ac power cord, there were no environmental circumstances that would have affected ac power at the time of the event, and that it is unknown if the power cord came loose at the wall/ outlet or the back of the unit. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. The device was shipped on 01dec2020. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage hazard, no external power, and power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there were no external power alarms while on the mpu when getting up to go to the bathroom at night. A log file was sent in for review which confirmed 2 no external power alarms on 19jun2021 at 0209 and on 20jun2021 at 0415. No additional information was provided.